Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted unexpectedly around 2:30 am mountain time on (B)(6) 2022. The unit came back up and is working as expected. This is the second time this has occurred and would like this investigated. The other occurrence where the cns rebooted unexpectedly was on (B)(6) 2022. The 1st occurrence on (B)(6) was also reported the same day as this complaint (B)(4). The bme told our tech support that this happened on another cns and not this cns. There is conflicting information in this ticket as to whether this was on the same cns or not. The bme also does not have any device or patient information for the 08/15 occurrence. Therefore, these two issues will be reported in one report. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with but they did not provide the device models and serial numbers as requested. Bedside monitor(s) model: ni. Sn: ni. Telemetry transmitter(s) model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted unexpectedly around 2:30 am mountain time on (B)(6) 2022. The unit came back up and is working as expected. This is the second time this has occurred and would like this investigated. The other occurrence where the cns rebooted unexpectedly was on (B)(6) 2022. The 1st occurrence on (B)(6) was also reported the same day as this complaint (B)(4). The bme told our tech support that this happened on another cns and not this cns. There is conflicting information in this ticket as to whether this was on the same cns or not. The bme also does not have any device or patient information for the 08/15 occurrence. Therefore, these two issues will be reported in one report. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) unexpectedly rebooted on its own at around 2:30am mountain time on 08/27/2022. The device came back up and was working as expected. No patient harm or injury was reported. Investigation summary: the event logs from the bsm were sent in and evaluated by nkc. However, the cause of the sudden reboot could not be determined as information needed to carry out further analysis of the logs were not provided. A serial number review of the reported device does not reveal additional related complaints. The customer had reported an additional unrelated complaint following this event which would indicate that the cns was still operational, and the issue was no longer occurring. It is likely that an error was observed by watchdog and it initiated a pc reboot to protect the system from additional errors. The logs indicate that the there was a communication error with an rns prior to the event. The cause of the issue is likely a temporary software error which resulted in reboot. The software version of the device was ver.02-01, which was the initial version. In the nkc investigation, it was recommended that the customer upgrade to a later version, as several operation improvements and specification changes had been conducted in later versions of the software. The following fields contains no information (ni), as an attempt to obtain the information was made, but not provided. Attempt #1 08/31/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information. Additional device information: concomitant medical device: the following devices were used in conjunction with the cns, but the model and serial number information is listed as no information (ni), as attempts to obtain the information were made but not provided. Bedside monitors: model: ni sn: ni telemetry transmitters: model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) unexpectedly rebooted on its own at around 2:30am mountain time on 08/27/2022. The device came back up and was working as expected. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) unexpectedly rebooted on its own at around 2:30am mountain time on 08/27/2022. The device came back up and was working as expected. No patient harm was reported.